Event description:
During troubleshooting of a power failure, that occurred on a homechoice (hc) machine during patient use, it was stated by the caregiver (cg) that the device had a burning smell. The technical service representative (tsr) had the cg unplug the hc, and explained the hc would be swapped out. The tsr recommended not to turn the hc on and to use manual bags for tonight. The tsr recommended that the cg contact the registered nurse (rn) about the swap and for programming. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) to the home patient (hp) till the new unit arrives. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a burnt odor from a homechoice (hc) machine was not confirmed and the root cause could not be determined. The actual home choice device was evaluated and all functional tests were performed as per baxter's required procedures. During visual inspection, door handle was found broken. For broken door handle; door handle was replaced. An event history was conducted and no issues were found related to the burnt odor in the logs during the manufacture of the lot or serial number. A service history review of the records did not show a relationship or potential cause of this complaint related to repairs that have been made to the device.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.